Event description:
The customer reported that the arrhythmia alarms were not sounding correctly. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the arrythmia alarms were not sounding correctly. No pt harm was reported. The initial investigation showed that the users had connected speakers to the wrong ports. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.